Event description:
An international customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 100s sterilizer. The bi was placed in the lower bottom portion of the chamber. It was reported that media leakage was found after 24 hours of incubation. The prior bi and subsequent bi were reported as negative. It was reported that there were some devices that could not be recalled from the load; however, no harm or injury was reported. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4): suspect positive bi. Manufacturer date: 11/28/2011.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) review revealed one broken media ampoule observed during finished goods inspection. Trending analysis for the product code of 'suspected positive bi' demonstrates there were spikes above the mean in (B)(6) 2011 that stayed within the control limits. The spikes appeared random and isolated; therefore, no significant trend was observed. Trending analysis by lot number revealed there have been no other similar reported incidents. The fmea (failure mode and effects analysis) reveals that the rpn for this issue is at an acceptable level. The hha (health hazard analysis) was reviewed for this issue and the risk index is considered none/negligible. The customer complaint of positive bi was confirmed, and was attributed to user error. The returned cyclesure 24 bi was confirmed to have growth, as indicated by a yellow media color. Visual analysis of the suspect bi also revealed that a small piece of ampoule glass was protruding through the outer vial, which caused a puncture approximately 0.05cm in diameter; the presence of puncture is further supported by the customer report of media leakage from the bi during incubation. Such a puncture could serve as a point-of-entry for contaminants, ultimately causing a false positive result. The product IFU instructs to take care when crushing the outer vial, so as to avoid outer vial puncture and subsequent false positive growth results. The most probable cause of the customer complaint is user error from crushing with excessive force.